Event description:
A pt arrived with the red clamp broken. Her catheter had been originally placed (B)(6) 2012. Trifusion clamp broken, no pt injury, no lot number available and sample was not saved.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.